Event description:
It was reported by the philips biomedical engineer that the bipap focus shutdown. It is currently unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury noted. Biomed determined the battery was at fault and needed to be replaced. The replacement battery was taken out of customer stock. After the battery was replaced, and passed post verification testing, the device was returned to specification and placed back into service.

Manufacturer narrative:
H10: multiple good faith efforts to retrieve information on 09/01/2022, 10/23/2022 and 10/31/2022 has yielded no response from the customer. It is unknown if the unit was in use on a patient at the time of the reported event.